Event description:
A male patient developed a clot in his lvad pump. During the emergent lvad exchange surgery, the surgeon transected the new driveline instead of the old driveline. This caused catastrophic failure of the lvad and the patient died.

Event description:
A male patient developed a clot in his lvad pump. During the emergent lvad exchange surgery, the surgeon transected the new driveline instead of the old driveline. This caused catastrophic failure of the lvad and the patient died.